Event description:
It was reported that suspected thrombosis occurred. A left atrial appendage closure procedure was being performed. During the procedure just prior to release of a 31mm watchman flx laa closure device, a flipping substance on the mitral side of the closure device was noticed. This substance became noticeable after the contrast shot was done to confirm the seal of the closure device. The substance was observed for about 2 minutes and attempted to be aspirated; however it was stopped in fear of dislodging the substance. During this wait period of time, the substance self resolved. The patient was neurologically stable post procedure. The next day the patient was still neurologically stable.

Manufacturer narrative:
D4 lot number, expiration date and h4 device manufacture date updated

Event description:
It was reported that suspected thrombosis occurred. A left atrial appendage closure procedure was being performed. During the procedure just prior to release of a 31mm watchman flx laa closure device, a flipping substance on the mitral side of the closure device was noticed. This substance became noticeable after the contrast shot was done to confirm the seal of the closure device. The substance was observed for about 2 minutes and attempted to be aspirated; however it was stopped in fear of dislodging the substance. During this wait period of time, the substance self resolved. The patient was neurologically stable post procedure. The next day the patient was still neurologically stable.